Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4) implantable pulse generator (ipg) 2012 (B)(6); 4074 implantable pacing lead 2004 (B)(6). (B)(4).

Event description:
It was reported that there was a lead warning on the right atrial (ra) lead. Since a device changeout there were varying thresholds and impedances as well as high impedances. The lead was capped and a new lead was implanted. No patient complications have been reported as a result of this event.